Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via sems-07323871 that as they were ablating, the coating on the ar-9831 apollo rf aspirating ablator was peeling, and pieces fell into the patient. This issue was discovered during a case with no patient harm.